Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the patient was taking a long time to cool (6 hours). The patient's temperature was at 35c and started at 37c. The water temperature was at 6c and flow was good. Therapy was interrupted in order to put the patient onto a different device. The issue remained with the new device. The patient reportedly had a lot of hair on their chest, and the first set of pads were removed in order to shave the patient for better conduction. Therapy was then resumed with the new set of pads without further issue.